Event description:
It was reported that the implantable cardioverter defibrillator was explanted and replaced due to longevity as the patient only had two leads, did not require pacing and had not had any therapies delivered. It was further reported that the data collected by the ICD was ¿off.¿ no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.